Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the cubie drawer pocket failed to open when medication scanned. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the cubie drawer pocket failed to open when medication scanned. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on the basic input and output system (bios) password login screen. A field service engineer powered off the station and reseated the serial ata (sata) cables to the solid state drive, then powered the station back on successfully. Later drawer 1.1 was found failed and reported as not detected on the bus. Upon inspection, the plastic molding on the position sensor was found broken. The drawer was opened and removed from the rails, the faulty sensor was replaced with a new one, and the drawer was secured back in place. The station was powered on, and the drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.